Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 535 mg/dl. The customer complained of feeling terrible, stating that she could smell the sugar in her nostrils and feel it in her muscles. She treated with the insulin pump, and her most recent blood glucose was 205 mg/dl. She noted that the issue had been ongoing for about a month, although she was unsure. Upon troubleshooting, the customer was advised to perform a high pressure test. She stated that the insulin pump alarmed no delivery during the test. She was advised to change the entire infusion set, reservoir and insulin and treat per doctor's instructions. She was advised to consult her doctor regarding the unexplained high blood glucose. The insulin pump also passed the self-test and displacement test. She was advised to monitor her blood glucose and insulin pump.